Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated they did not know that the device would help them control their bladder as it did, since they thought it was implanted for their bowels. The patient mentioned that it never did, and was told their bowel had to be firm for it to help. It was noted that the patient took loperamide and metamucil to try to keep their bowels firm. When it was firm they didn't need help, only when it wasn't firm.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. The patient noted that their system was for their bowel symptoms. It was reported that their system had been helping with their bowel in the beginning, but then stopped working about 6 months ago. The patient stated the reason they thought it stopped working because their bowel movement (bm) was too thin so they stopped using the device. It was noted that when their bm was thick enough, they felt like they didn't need the therapy. It was also noted that the patient used to go ¿like a river,¿ but sometime last year had started to not do well with their urine symptoms. The patient also stated that they stopped charging the device so it just stopped working; it was noted that the patient¿s ins was not rechargeable, so if they did not turn off the therapy, it would still be on. Troubleshooting was not possible at that time, as the patient¿s daughter was the one who helped with the device, and was not there with the patient programmer. Two days later, with the daughter present, the patient reported additional information. The patient noted that their system was for their bladder symptoms: bladder control, not being able to control the urine, urinary incontinence/leakage, and urinary frequency; this is conflicting information to what was noted earlier, that the device was for bowel symptoms. It was reported that starting about 6 months ago the patient was having ¿spasmodic¿ episodes; they would have to wait sometimes 3 minutes for urine to come, then it would just spray a little bit and they would have to pee again. It was noted that they did not want the urine flow to slow down anymore. The patient also reported that about 6 months ago they developed a pain/soreness in an area near their anus. It was clarified that this was not a stimulation sensation, but a localized pain. The patient also noted that they had a pre-existing bowel problem, relating to their bowel thickness changing, that the healthcare professional said may be helped by the device. The patient stated that the healthcare professional told them that the device would not work if their bms were ¿soft¿ or ¿loose.¿ it was noted that when the bms were thick enough, the device didn't do any good; earlier the patient had said they didn t feel like they needed the therapy in this case, so the information is slightly contradictory. The patient stated they quit using the device because it wasn't helping with bowel or bladder symptoms now. They noted they hadn't felt stimulation for 6 months and that the device was helping with the bladder symptoms, but that they had less than 50% reduction in bowel symptoms. Troubleshooting was performed. It indicated that the therapy was on, and the patient was able to feel stimulation in the correct are when the stimulation was increased. The patient¿s program 3 was changed from 1.9 volts to 2.1 volts. The patient was going to follow up with their healthcare professional about symptoms, possibly turning off device to see if that affected the pain near their anus, and what the healthcare professional expects the device to help with.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that they did not know of any circumstances that led to the pain around their anus. The patient reported that the pain around the anus was better. The patient also reported that to their understanding the device was for the bowel but it helped with the urinary.